Manufacturer narrative:
(B)(4). Medical product: vngd cr tib brg 12x79/83 catalog # 183462 lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filled for this event: 0001825034-2018-06541. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent left primary total knee arthroplasty. Patient underwent manipulation at a later date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Adverse event was reported as adverse event and product problem, should only be reported as adverse event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.